Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction for prevention of this issue in chapter 4- before use: "4.1 inspection and testing: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." Review of the IFU showed the following warning relevant to detection of this issue: "risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ the visual examination of the device showed the insulation insert was damaged. The investigation could confirm that the most likely cause was wear or excess force; however, the investigation could not confirm whether there was pre-existing damage in this area before last use. The investigation determined that the insert failure could have been caused by stress during use or the device had insulation damage not detected during user inspection. If damage had been present, it may have been difficult to detect cracks on the insulation material since they are typically not visible. The root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the inner sheath, for 26 fr. Outer sheath had the ceramic tip missing. The event occurred during reprocessing. The procedure was performed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an additional finding of the laser marking was partially rusted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.